Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: pxc121000/13602136 plc201400/13917518. (B)(4). A review of the manufacturing records for the device verified that theses lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, approximately 3 months later, the patient presented to the hospital with back pain. On (B)(6) 2016, the patient underwent an axillo-bifemoral bypass. The bypass was performed for unknown reasons. On (B)(6) 2016, the patient underwent an explant procedure to remove an infected device (lot number unknown). The patient tolerated the procedure.